Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2011-01600. The patient received his scs system, including two percutaneous leads, on (B)(6) 2010. It was reported that the patient could not use one of his programs. During a reprogramming session, diagnostic tests showed normal impedances but the patient could not feel stimulation with contacts 1-8. X-rays showed no anomalies. The patient has been scheduled for a consult with a neurosurgeon for replacement of a surgical lead. The surgery date is currently undetermined. No further information is available at this time.